Event description:
This info was reported by a clinical education specialist as a customer complaint. Product was used on the rfa following a ptca procedure without complication. Approx 30 minutes later, pt complained of cramping in right groin. A large expanding hematoma was unsuccessfully treated with manual and mechanical compression. A surgical repair of a pseudoaneurysm and evacuation of the hematoma was done. It was noted that there were 2 anterior medial holes in the artery.